Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post sensed t-wave over-sensing (pstwos). The patient was asymptomatic. No changes was made and there was no consequences to the patient.

Event description:
Additional information received notes the patient presented to the clinic on 11 apr 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Programing changes were made to the device. The patient was in stable condition.